Manufacturer narrative:
Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
An article in the japanese journal of vascular surgery, vol. 24. No. 1. Page 1-6 (2015.02) ("outcomes of treatment with gore excluder leg") reports two cases of type ii endoleaks among the eleven patients who underwent an endovascular repair of an internal iliac artery aneurysm using gore excluder aaa endoprosthesis contralateral leg component or iliac extender component, at one facility during the period of october 2009 - april 2014. On an unknown date, the patient underwent an endovascular repair of an internal iliac artery aneurysm. It was reported that prior to implantation of the device the iliac artery was coil embolized. No issues were reported, and the patient tolerated the procedure. On an unknown date, follow-up imaging identified a type ii endoleak originating from the deep circumflex iliac artery feeding into the internal iliac artery with evidence of aneurysm sac expansion (unknown amount) requiring secondary treatment. It was reported the cause of the endoleak was due to inadequate embolization during the initial implant procedure. On an unknown date, an additional procedure was performed to repair the endoleak whereby the deep circumflex iliac artery was coil embolized. Post-operative CT angiography confirmed that the endoleak persisted. On an unknown date, an additional procedure was performed to repair the endoleak. The internal iliac artery was embolized and onyx glue was injected to treat the type ii endoleak. Final angiography showed resolution of the endoleak, and the patient tolerated the procedure.